Manufacturer narrative:
E1 full address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had an image interference. The issue was identified at reprocessing. There were no reports of patient involvement.